Event description:
It was reported that during a routine check, a vibration was emitting from the cs300 intra-aortic balloon pump (iabp) unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp unit on trainer and balloon for two hours, and did not observe noise coming from the motor compartment. However, the fse observed vibration every 20-30 minutes coming from the motor. Upon removing the motor compartment, the fse discovered the motor mount torn from the manifold side, as well as the motor out of balance which could have caused the motor mount to tear. The fse resolved the issue by replacing the motor assembly and motor mounts. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, a vibration was emitting from the cs300 intra-aortic balloon pump (iabp) unit. There was no patient involvement, and no adverse event reported.